Manufacturer narrative:
Literature citation: masayoshi morozumi, yuji matsubara, yoshinori morita. "Our experience with balloon kyphoplasty for osteoporotic vertebral fracture". 1-g-3-1; 1401-04. A3. 7 men, 32 women. (B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported in an abstract that 44 vertebrae of 39 patients with osteoporotic vertebral fractures were treated with balloon kyphoplasty (bkp). The mean blood loss was 1.3ml and mean operative time was 35 minutes, according to the abstract. There were four (4) cases of cement leakage into the intervertebral disc space. It was also reported that there was no worsening of neurological condition associated with cement leakage into spinal canal or intervertebral foramen and the leakage into intervertebral disc involved no symptoms. No further information was reported. The type of cement used was not specified in this abstract.